Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.503.105.01s. Lot # 2l51599. Manufacturing site: werk bettlach. Release to warehouse date: 27 nov 2018. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The surgeon used four matrixneuro screws. The last one's screw head broke off while the body of the screw remained in the skull. The surgeon drilled out the screw body and washed away with saline, then removed all but one matrixneuro screw in case it was a batch issue. The last matrixneuro screw was left along because it was solidly in the bone and the surgeon didn't want to accidentally break the head. Surgeon then opted for self-tapping matrixmidface screws which worked well. Procedure was completed with a fifteen minute delay. There was no patient consequence. This report is for a ti matrixneuro screw self-drilling 5mm.